Manufacturer narrative:
An event regarding a fractured ceramic head was reported. The event was confirmed. Device evaluation and results: not performed, device was not returned. Medical records received and evaluation: a medical review was performed and indicated on review of the x rays that "there is a fracture of the ceramic femoral head with multiple smaller and bigger fragments in the joint space and eccentric position of the femoral neck in the cup liner. The clinician concluded: cup malposition in absent anteversion has contributed to impingement and/or overload in the bearing causing a ceramic head fracture." A medical review was performed and concluded "cup malposition in absent anteversion has contributed to impingement and/or overload in the bearing causing a ceramic head fracture." There further indicated that there was no evidence of a device related issue. No further investigation is possible at this time. If device details, return of the device and / or additional information become available, this investigation will be reopened.

Event description:
The surgeon reported that there is a patient with an abg prosthesis implanted and the stem has broken. The surgeon noted that the prosthesis was implanted around 16 years ago.